Event description:
Patient reported obtaining a blood glucose result of 84 mg/dl, while using the suspect device. Patient indicated that, in spite of obtaining a "normal" result, he was experiencing hypolycemic symptoms.. Patient reportedly sought treatment at the hospital where, 15 - 20 minutes later, patient's glucose measured 53 mg/dl, on a hospital blood glucose monitor. Patient stated that he was treated with orange juice. Two hours later, patient's blood glucose reportedly measured 300 mg/dl, on a hospital device. Patient stated that he was treated with 5 units of insulin. Two hours later, patient's blood glucose reportedly measured 54 mg/dl, on a hospital device. Patient indicated that he was admitted to the hospital, where he remained for the next 2 days. Patient's current condition: "feeling ok." According to patient, quality control testing hadnot been performed on the suspect device for several years. Technical support requested the return of the suspect product and replacement product was shipped.